Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient underwent corrective surgery on or about (B)(6) 2013 to revise/remove the device. The patient also experienced pain and will require future corrective surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.